Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial port of the external pulse generator (epg) would no longer hold a cable in place. The epg is expected to be returned for service but the current status is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that both output connectors were broken. Analysis also noted that the hanger was broken, the battery drawer was sticking, and five case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial port of the external pulse generator (epg) would no longer hold a cable in place. The epg is expected to be returned for service but the current status is unknown. There was no patient involvement. It was further reported that the atrial and ventricular ports had physical damage and the cables would fall out. The epg was returned for service.